Event description:
It was reported that this pacemaker was returned back to boston scientific for analysis with no field allegations having been made against it.

Manufacturer narrative:
Initial investigation of the pacemaker noted a failed longevity calculation, so further analysis was performed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.